Event description:
Cancer patient was brought in for removal of the catheter. It had been placed a month earlier for use to deliver intermittent chemotherapy. The procedure note does not describe any difficulty with removal of the catheter nor did the physician have any recollection of any difficulty with removal of the catheter. Fifteen days later the patient was brought back to the or to have another catheter placed. At that time a chest x-ray was done and the surgeon was able to see a portion of the previous catheter lodged in the main pulmonary artery into the right pulmonary artery. The patient was taken to the or and the catheter piece was removed without incident. The patient was discharged to home later the same day.